Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels due to needing basal rate settings adjustment. Customer's bg was 24 mg/dl and was addressed by consuming carbohydrates. Reportedly, the customer reverted to an alternate method of insulin therapy and tandem technical support advised them to consult with their healthcare provider regarding settings adjustments.